Event description:
It was reported that after preparation of the 4 x 30 mm xpert, it was observed that the stent was partially deployed. It was noted that there was no issue during preparation, and the device was handled correctly. The xpert was not used in the anatomy, and there was no patient involvement. A new 3 x 30 xpert was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned self expanding stent system (sess) found blood on the distal stent struts and on the tip, consistent with handling. There was no saline visible. The stent implant was partially expanded 6 millimeters (mm) distal to the distal marker. The proximal end of the stent implant was mislocated on the inner member 7mm distally to the proximal marker. There was no damage noted to the stent implant. The sheath was partially retracted for a length of 3mm. There was a kink in the inner member 1mm distal to the proximal marker. There was a slight bend noted to the tuohy borst valve. There was no other damage noted to the sess. The tuohy borst valve was confirmed to be tight. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, it may be possible that the premature deployment is related to handling during preparation or advancing over the guide wire, as there was blood noted on the distal end of the tip and the sheath was retracted 3mm from the tip. The slight kink in the inner member and slight bend near the tuohy may also be the result of mishandling during preparation or packing the device for return to abbott vascular for analysis. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.